Manufacturer narrative:
The insulin pump was returned to animas for evaluation. Evaluation revealed there was moisture in the pump and on the display screen, there was leakage from the display lens, the keypad buttons were intermittently responding to user inputs, and there was evidence of contamination under the key contacts.

Event description:
The reporter, the patient's father, reported the pumps keypad buttons were intermittently responsive to user inputs. The keypad had been exposed to water, and appeared intact. Troubleshooting revealed the battery cap was intact and secure. There was no adverse event associated with this issue.